Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. The customer has stated that photos of the device are available for evaluation but to date, photos have not been received. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that while using a bd phaseal ¿secondary set c61 with a built-in phaseal¿ connector, the chemotherapy medication cisplatin leaked from the device and the clinician's open skin was exposed to the medication. There was no report of injury and no medical interventions were provided.

Manufacturer narrative:
Results: one used sample was returned for evaluation. The sample could not be evaluated in detail because it was contaminated with chemotherapy drugs. A visual inspection through the container that held the device revealed that the device was melted and had a crack through the tube. A photograph of the device was also evaluated by the plant that packaged the device. The photo inspection revealed that the tube was cut and squeezed by the packaging machine during the pouch sealing. A review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: the root cause analysis of the reported defect is that the device tube was cut by the packaging machine. The device packaging facility notes that this is a known issue and in 2009 a corrective action was applied in all the packaging machines, creating physical separations within the different cells where the sets are placed in alveolus, reducing the possibility that a tube could be cut. There is no evidence of anomalous situations potentially leading to the claimed defect over the last (B)(6) fiscal years. A review of the (B)(6) pieces produced showed that (B)(6) pieces (B)(6) pieces packaged could have this (B)(6) (average (B)(6) rate = (B)(6)). During fiscal year (B)(6) this failure mode contributed with less than (B)(6) to the (B)(6) result. Additionally, there will be a brainstorming session aimed at finding the best option for fixing the residual failure rate for this issue.